Event description:
It was reported that the pump touchscreen was having "issues." There was no reported adverse impact to the customer. The customer declined further troubleshooting with tandem technical support. No additional information was provided.